Event description:
Our office in the another country received info that a female experience (unconfirmed) chemical burns to her right eye after using oxysept 1 disinfecting solution (3 percent hydrogen peroxide) without using the necessary neutralizing tablet. She sought medical treatment from a doctor who 'washed her eye' and reportedly prescribed antibiotic eyedrops. She recovered and resumed lens wear in one week. Lot number not provided.

Manufacturer narrative:
Lot number of solution used by pt is unk, and the MFR does not have any pt info that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications, as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform prod investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship.